Event description:
The reporter contacted animas on (B)(6) 2015 alleging time and date reset issue. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that the patient had a blood glucose (bg) of 462mg/dl at admission with nausea, vomiting, symptoms of dehydration and with ketones. The patient was treated with IV fluids and IV glucose. This complaint is being reported because the patient experienced a bg excursion while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to verify a time/date reset to the default setting in the black box. A replace cartridge alarm was recorded on (B)(6) 2015 02:02; deliveries resumed at 04:11. On (B)(6) 2015 18:04 a replace battery alarm was recorded; when pump was powered back the time/date was not corrected and pump ran on default time/date to end of pump use. Pump was exercised for 24hrs with returned battery cap/returned cartridge cap. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the bt1 internal battery was leaking. Display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.